Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 20323002/20323002.

Event description:
It was reported that the patient was put on antibiotics due to an infection and allergic reaction at the pocket incision site and chest area. It was noted that the patient was itching and had a rash. The physician believed that patient was highly allergic to the tape that was used during the revision procedure (MFR. Report no. 3006630150-2023-07279). The patient underwent an explant procedure. All device components were removed and kept by the medical facility.